Event description:
It was reported that this right ventricular (rv) lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. It was noted that shock impedance trends were indicative of a gradual rise in measurements. Technical services (ts) reviewed troubleshooting options, however no interventions were performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.